Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer's blood glucose was 195 mg/dl. Troubleshooting was performed. Fixed prime into the air was performed and insulin didn't exit. Customer then was advise to manual push insulin through tubing and insulin didn't exit there was a greater resistance with plunger push. Customer assembled a new infusion set and reservoir and insulin exited when she performed manual prime. Customer was advised the alarm was caused by set or reservoir occlusion. Customer is not returning the device for further analysis.